Event description:
It was reported that a patient had an open circuit 'out of the blue.' The reporter stated that the patient was seen by a healthcare provider (hcp) 'urgently' on (B)(6) 2012 because of worsening symptoms of his treated right hand. It was noted that before the event the patient had had years of having his symptoms 'totally controlled.' The reporter stated that there was an open circuit on contact two. The patient was reprogrammed with two different groups, using contacts one and three instead of contact two. It was noted that the patient had an adaptor with his device and had not had recent surgery or any injuries. The reporter stated that the patient was seen by the hcp once since the event and he was doing well.

Event description:
Additional information reported that the high impedances issue on the implantable neurostimulator (ins) was found by the healthcare professional (hcp) on (B)(6) 2012 because the patient experienced worsening of their right hand movement and a sudden return of their symptoms. The high impedance measurement (>40,000 ohms) was seen on combinations with electrode #2. It was noted the lead was implanted in the left globus pallidus interna (gpi). X-rays that were taken were negative and did not visualize the high impedance issue. The hcp suspected the adaptor component of the ins system as the issue. The patient was programmed on electrode #0-, 2+ but was reprogrammed due to the high impedances to electrode #0-, 3+ and 0-, 1+. Following the reprogramming the patient was reported as doing fine.

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 64001, lot# n248005, implanted: (B)(6) 2011, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# v003964, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).